Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the trunk cable was cut, damaging wires in the cable. The root cause for cut cable was physical abuse. Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication the cut cable or open r781 caused or contributed to the patient death as the system was able to detect vf rhythm on the date of event. In addition, the latest available ECG recording strip (12/24/2022 22:03:09 pm) indicates both ECG electrodes were functional as they were able to acquire a signal.

Event description:
The monitor and electrode belt were returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received a non-lifevest defibrillation. The device was started up at 01:16:34 on (B)(6) 2022. At 22:03:23, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. The device properly detected vf. However, CPR/motion artifact/electrode lead fall off prevented the lifevest from treating the patient. At 22:03:25, the patient received the non-lifevest defibrillation. Rhythm at time of treatment was vf with CPR/motion artifact and electrode lead fall off. Post shock rhythm was svt @ 150 bpm with CPR/electrode lead fall off. The electrode belt was shut down at 22:14:00 on (B)(6) 2022.